Manufacturer narrative:
The vessel sealer instrument has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: it was reported that da vinci-assisted surgical procedure, the vessel sealer instrument had 'weaker than expected' effects. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse. It is unknown what caused the vessel sealing issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, two different vessel sealer instruments had 'weaker than expected' effects and if the seals were adequate or not. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, was unable to gather information. There were no errors present in the system logs for the procedure. The procedure was completed with no reported injury. The second vessel sealer instrument referred in this record is reported against isi reference (B)(4).